Event description:
A vague report of overinfusion was received in association with the use of a flo-gard volumetric infusion pump. Reportedly, an infusion pump was set up to infuse 1000ml of an unk solution at a rate of 75ml/hr at 1600 hours. According to the report, at 2100 hours the nurse noted the 1000ml bag to be empty, however, the volume to be infused (vtbi) read 500 ml. There was no add'l clinical info available regarding this report and there was no report of pt injury associated with this incident.